Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-pal applicator has a damaged surface. The applicator inner shaft can be parted in two making it weak and difficult to clean. It is not known when the damage occurred; it was identified during cleaning. None of the other applicator inner shafts can be parted. There was no patient involvement. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation has shown that front part of the outer shaft as a damaged surface as complaint. It is also very hard to insert the inner shaft into the outer shaft. As soon the inner shaft is inserted the device is functional as required. It is clearly visible that the flat surface at the forefront is deformed at the edge of the bore. This deformation does cause the hard insertion of the inner shaft. We are not able to determine the exact cause of this occurrence. Based on the appearance of the deformation that the applicator knob was not in the correct position during the positioning of the trail implant. In this relation we would like to point out following note from the technique guide ((B)(4)) on page 17: ensure applicator knob is turned counterclockwise until it stops to avoid trial or applicator outer shaft deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.